Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter, in two pieces. The balloon was tightly folded, with blood in the lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube and a separation in the hypotube 22.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 6mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, the device separated in two pieces. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 6mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use. However, the device separated in two pieces. No patient complications were reported.